Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the patient suffered from bleeding after the surgeon caught and perforated the cystic artery with the suspect medical device. The attempt to stop the bleeding was not successful why the procedure was converted to open surgery. Subsequently the bleeding could be stopped and the intended procedure was completed. There was no report about a malfunction of the used olympus medical device.

Manufacturer narrative:
The suspect medical device was not yet returned to manufacturer for evaluation. The exact cause of the patient's outcome and the reported phenomenon could not be determined and therefore is being judged as unknown. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.